Manufacturer narrative:
The filed representative reported that the patient has been scheduled for a revision. A final report will be filed at the resolution of this case.

Event description:
It was reported that during a routine device follow-up, no electrogram abnormalities were observed; however, while reviewing stored episodes, atrial flutter was noted and additional egm's, there is a reflection seen on the ventricular channel from the atrial events. An in-office attempt was made to reproduce noise and/or myopotential signals which was successful while the associated non boston scientific ventricular lead was programmed to bipolar under various sensitivities. A request was then made to technical services for a thorough data review and programming recommendations to mitigate oversensing. Technical services stated that from the files provided, there was evidence of non-physiological noise (high frequency and variable amplitudes on atrial and ventricular lead. Provided electrograms, demonstrated the same findings and were reproducible with provocative maneuvers. Both lead impedances were now at significantly lower values than the ones reported at implant. Additionally, atrial and ventricular lead intrinsic amplitudes were quite variable in the available data from last 3 months. Based on this, both leads should be evaluated for a revision. While no pacing inhibition was observed, technical services stated the patient was at a high risk.

Event description:
It was reported that during a routine device follow-up, no electrogram abnormalities were observed; however, while reviewing stored episodes, atrial flutter was noted and additional egm's, there is a reflection seen on the ventricular channel from the atrial events. An in-office attempt was made to reproduce noise and/or myopotential signals which was successful while the associated non boston scientific ventricular lead was programmed to bipolar under various sensitivities. A request was then made to technical services for a thorough data review and programming recommendations to mitigate oversensing. Technical services stated that from the files provided, there was evidence of non-physiological noise (high frequency and variable amplitudes on atrial and ventricular lead. Provided electrograms, demonstrated the same findings and were reproducible with provocative maneuvers. Both lead impedances were now at significantly lower values than the ones reported at implant. Additionally, atrial and ventricular lead intrinsic amplitudes were quite variable in the available data from last 3 months. Based on this, both leads should be evaluated for a revision. While no pacing inhibition was observed, technical services stated the patient was at a high risk.

Manufacturer narrative:
Field follow-up confirmed this device was explanted and replaced by a competitor model and the two affected non boston scientific leads, surgically abandoned during this procedure and left in situ. Additionally, two new non boston scientific leads were also implanted. The affected device was destructed as chemical waste and thus, not available for return. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident.